Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. D4: batch # 291c31. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one pcee45a device was received without sterile packaging. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported related to integrity. It could not be determined what may have cause the reported event. Upon visual inspection of the device, what appears to be dry lubricant was noted in the jaws area. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 291c31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, there was too much lubricant. The second device had too much lubricant, and there was a hole on the plastic bag covering the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.